Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that their new pain doctor told them to call the manufacturer to see if patient services can update "the crap in my back". The patient clarified that the stimulator in their back never worked to help with their pain and would take hours and/or days to charge the ins but the battery would only last a couple hours. They wanted to know if there was a better charging system. They reported that they never had reprogramming, never told the doctor about the lack of pain control nor the issues with recharging, and never called in for troubleshooting regarding recharging. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that to charge, patient put the belt around the back and match one charger with the battery and didn't move; (if) patient moved and start all over again and again. The charge received lasted such a very short time, start then start all over again and again. It was such a short time working that it never helped much. There was no good way to keep battery and belt together for it to charge. Patient couldn't sit still long enough to do that; other things had to be done. Patient was told that there was no other way to charge it, than to sit very still for hours and hours to charge. It needed 8-10 hours. And it cost a fortune. Patient did not know what their weight was at the time of the event but provided their current weight. No further complications were reported.